Event description:
It was reported that the patient presented with pain at the site. Upon visual inspection of pocket, the pacemaker was noted to have eroded trough the skin. The device was explanted and reimplantation of a new device occurred at the same time ipsilateral side as the patient is pacemaker dependent. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The preliminary test results were acceptable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.